Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: b5. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted there were four (4) total innies used during the surgery. This is report 1 of 6 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales consultant. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an anterior/posterior (a & p) lumbar fusion procedure, the tip of the two (2) x25 inserter/tighteners were worn and did not allow to make the final tightening properly. The tighteners could be use fine for first tightening, but when surgeon tried to do the final tightening the x25 inserters ran inside the innies. The innies weren¿t completely tight, as the surgical technique advise. There is no direct impact to the patient, but the surgery was delayed for twenty (20) minutes. No further information provided. Concomitant device reported: locking/set screws (part # unknown, lot # unknown, quantity unknown). This complaint is for one (1) verse x25 inserter/tightener. This is report 1 of 3 for (B)(4).